Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 11/2/2020. H.6. Investigation: customer reported leaking within the set, and returned 2 affected samples of the same lot number. The samples were primed with blue dye and checked for leaks, of which none were found. There was one suspect area near the roller clamp, and this was analyzed under the microscope. Indentations from the roller clamp were found, but the tubing was observed to be intact. The two samples were then sent to bd facility in nogales for further investigation, and there 1 of 2 sample were found to have a leak. The complaint of leakage was verified through a small crack in the y-port, with a root cause of a molding issue. A device history record review for model 2426-0500, lot number: 20073325 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: material#: 2426-0500, batch / lot#: 20073325. There is leaking in the tubing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced leakage. The following information was provided by the initial reporter: material #: 2426-0500, batch/ lot #: 20073325. There is leaking in the tubing.